Event description:
It was reported that during patient transfer, the cardiosave intra-aortic balloon pump (iabp) unexpectedly shutting down. The patient was not overly dependent on the balloon pump and were around 20 mins from the destination meaning that they were able to clamp the catheter and use a new balloon pump once arrived. It was additionally reported, that the rescue unit was brought, and some spare batteries, rather than the transport power supply. The device shutdown when battery was changed and then would not come back on. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
At this time, the customer has not requested getinge to evaluate the iabp. Additional information was requested from the customer with regard to the repair and status of the iabp. The customer reported that the power management board was replaced to fix the issue and performed a full functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service. H3 other text : customer did repair themselves.

Event description:
N/a.